Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited increased capture thresholds, decreased r-wave amplitude sensing, and a drop in pacing impedance. Programming changes were implemented. The patient was in stable condition.